Event description:
It was reported that during device backloading onto the balance middleweight (bmw) guide wire, a hole was noted before the exit notch on the balloon dilatation catheter shaft. The device was not used. A second balloon dilatation catheter (bdc) was used in the procedure without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported hole was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.